Event description:
It was reported that a critical alarm was not heard, but confirmed by telemetry; the alarm was due to a stopped pump duration exceeding 48 hrs. The hcp programmed a bridge bolus and the pump stopped shortly after the bolus. The pump had been stopped for 385 hrs. No pt symptoms were reported. The pump contained baclofen 500 mcg/ml at a daily dose of 110.9 mcg. A f/u report will be sent if add'l info becomes available to us.